Event description:
It was reported that the patient presented in clinic to have their right ventricular (rv) lead revised. It was noted that the rv lead failed to capture. Fluoroscopy determined the rv lead was dislodged. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.